Event description:
Nova eye, inc. Was advised by the surgeon that upon retraction of the itrack-advance at completion of 360 degree canaloplasty procedure, part of the microcatheter broke away, leaving a ~12mm section of microcatheter within and partially extended from the schlemm's canal. The surgeon noticed the fragment and removed it intra-operatively using micrograsping forceps.